Event description:
It was reported that the autopulse resuscitation system displayed ua45 (not at "home position after power-on/restart) when unit was turned on. This advisory message was unable to be cleared to initialize operation. There was no report of a pt injury.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse unit (s/n (B)(4)) was returned to the manufacturer on (B)(4) 2012 and was analyzed. Evaluation of the returned device indicated that device had a bent battery clip and cracked front cover. The archive data confirmed the customers reported failure and exhibited multiple user advisory messages of ua45 (not at "home" position after power-on/restart). No function testes were able to be performed. Probable root cause that may have contributed to this incident could have been that the encoder shaft was not at the "home" position, and the lifeband straps were not pulled completely out prior to turning the device on.